Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was symptomatic after a ventricular tachycardia (vt) episode; they lost consciousness and woke up on the floor and were "drooling" on themselves. The patient required an overnight stay in the hospital. The implantable cardioverter defibrillator (ICD) withheld therapy inappropriately due to wavelet. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.